Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while using the mega suturecut needle driver instrument, the wire at the jaws of the instrument snapped therefore the instrument was unusable. No notable misuse or clashing of the instruments. The procedure was completed as planned with no reported injury using a backup instrument.